Event description:
Removal of endosseous dental implant. Implant was placed on 5/16/97 in site #4 (class I bone) during a complex procedure due to the prior loss of an implant. The clinician reports that the pt has been on minocin (1/day) which could have contributed to the implant failure. The implant was removed on 7/15/97 due to pain, bleeding and swelling.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. Manufacturer's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.